Event description:
It was reported that, during a replacement procedure on the device due to normal battery depletion, this right ventricular (rv) lead was explanted due to a product performance issue. The revision procedure was successfully performed, and a new rv lead was implanted in its place. No additional adverse patient effects were reported outside of the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b, as the cause for the explant was provided.

Event description:
It was reported that, during a replacement procedure on the device due to normal battery depletion, this right ventricular (rv) lead was explanted due to high impedance measurements. The revision procedure was successfully performed, and a new rv lead was implanted in its place. No additional adverse patient effects were reported outside of the revision procedure. Additional information was received that this rv lead was explanted due to high pacing thresholds and high out of range pacing impedance measurements due to a lead fracture. No additional adverse patient effects were reported.